Manufacturer narrative:
No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. Complaint ID no. (B)(4).

Manufacturer narrative:
After further investigation, it was identified that this complaint event has been reported already under mfg report number 2248146-2024-0000643. Please refer to mfg report number 2248146-2024-0000643 for all information for this complaint event. Please cancel mfg report number 2248146-2024-0000769 in your database.

Event description:
It was reported via the voluntary medwatch mw5161802 that the intra-aortic balloon pump (iabp) console began alarming, and a chest x-ray indicated the iabp catheter was double backed on itself. The iabp catheter was pulled, and the patient remained stable. It was possible that this could be a mode of failure in how it is manufactured as the distal marker is glued onto the shaft of the balloon, rather than clamped. During insertion, the more force that is used, the distal marker may become mobile, leading it to double back. There was no patient harm or injury reported.

Manufacturer narrative:
Due to character limitation in e1 for initial reporter, the full initial reporter is (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).